Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: double bubble effect, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone breast augmentation revision with a (left) 400cc mentor memorygel breast implant and a (right) 425cc mentor memorygel breast implant, suffered left breast capsular contracture (baker grade IV) and right breast double bubble effect and pseudopodic, post-procedure. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021. This medwatch form is for the right breast prosthesis. Complication on the left breast has been reported under mrn: 1645337-2021-07959.